Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100627539. Model/catalog description: reservoir. Unique identifier (UDI) # (B)(4).

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) stated he was unable to inflate the device, and the assistant was also unsuccessful. The assistant noted that inflation might be difficult because it was still early post implant. Several months later, the patient presented for a revision, at which time the pump was found to be nonfunctional. As a result, the device was explanted. No additional information was provided.